Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. One decontaminated sample without original package or lot number was received for evaluation. After performing visual inspection it was observed that the hub was disassembled and the stylet broken. The customer allegation was confirmed. The failure is confirmed to be associated with the user. The most likely root cause for this issue is the inadequate use of the procedure when the instructions of use are not followed. The tube was not filled with enough water (10 cc) to remove the stylet smoothly. Feeding tubes should be flushed frequently to prevent clogging that may cause the medication and nutrition accumulation through the tube. Please refer to the IFU instructions for the proper procedure for insertion of the feed tube and extraction of the stylet for stylet placement; using a syringe, inject approximately 10 cc of water into the tube to activate the hydromer coating. The IFU states that a once the tube position has been confirmed, reactivate the hydromer coating with another 10 cc of water before attempting removal if the stylet has been indwelling for any appreciable time. As part of continuous improvements, a corrective action has been opened which includes assembly process changes and retraining of manufacturing personnel. These actions are designed to prevent the reoccurrence of the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the stylet wire broke 1.5 inches from the green tip end on one feeding tube. Per additional information received on (B)(6) 2017 from the customer stated that it was also difficult to remove the stylet.